Manufacturer narrative:
One device was returned for evaluation. No errors codes were found in event history. There was no previous service history. Visual and functional testing was performed. Primary complaint of cassette not attached error was confirmed. Device failed latch lock test. Replaced downstream occlusion (dso) sensor, bezel, and seal. Recalibrated dso sensor. Also replaced air detector, optic switch, bracket, upstream occlusion (uso) seal, lens, lens seal, keypad and labels. Updated software. Pump passed all tests after repair.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached error." There was no patient involvement.